Event description:
The device trigger near the hub of the needle failed to fire when activated, it "jammed". The radiologist repositioned his hand to use the trigger at the back of the needle and the device deployed with out any buttons being pushed.